Event description:
On 3/11/97 medical physicist at medical center telephoned co to report a misadministration (incident) involving another device and this treatment planning system. Although steps were truncated to 2.5m, physicist thought that appropriate treatment step (5mm) was entered because no error message displayed. Result was to treat upper half of tumor volume with double dose intended while the lower half of volume was not treated. After treatment, step size utilized was read from printout and they realized that an incorrect dose had been delivered to tumor volume. Once site realized that a misadministration had occurred, they called both the state and co to report the event. Tumor was intended to be treated with multiple fractions of radiation to deliver prescribed radiation dose, dose delivered to upper half of tumor was double what was intended. Site intends to continue treatment of pt, with lower half of tumor receiving the original prescription and fractions and upper half receiving remainder of fractions as smaller doses to complete prescribed total tumor dose. Technical bulletin 261 issued 12/5/6 describes a similar scenario in which step size can be either truncated to 2.5 from 5mm or doubled from 2.5 to 5 mm. This bulletin is being reissued with an add'l notification that if catheter tracking (in which dwell points of catheter is approx defined rather than exactly defined as in use of "catheter describing points"), no error messages will be displayed to user. User is informed that it is responsibility of site to ensure that step size defined in an existing pt and treatment unit are always same and that site should always check step size displayed by MDR printout after reading program and before proceeding with treatment. Software fixes for these situations have been preapred and are to be released in near future.